Event description:
A caller reported a tandem mobi cartridge alarm occurring during the load process, confirmed as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty, and instructed the customer on how to return the faulty pump. The customer confirmed understanding of all instructions, including the use of multiple daily injections for backup insulin delivery and the need to program pump settings and connect a continuous glucose monitor to the replacement pump. The replacement pump was sent without requiring a signature for delivery.